Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to loose and flush motor support disk. Insulin pump was unable to perform prime test due to motor error alarms. Insulin pump received with cracked reservoir tube lip, battery tube threads, minor scratches on display window, missing end cap sticker and broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 197 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.